Manufacturer narrative:
The device was returned and the evaluation found no malfunctions besides the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remained in the device could not be determined since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.